Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The meter has a vertical line which defects the display screen. No adverse event reported. Requested return of the alleged meter for evaluation.